Manufacturer narrative:
Additional information indicated that the degree of tortuosity was mild, the degree of calcification was severe. The minimum luminal diameter abdominal aorta min. Diameter (where the crimped valve ruptured aorta) was 12.9mm. For vessels distal to the abdominal aorta with right-sided access was 6.5mm. Review of the 3mensio provided indicated calcium and tortuosity were presence in patient anatomy. The work orders below related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint was empirically confirmed as no applicable imagery o r device returned for the further investigation. Available information suggests patient factors (calcium and tortuosity) likely contributed to the event as it was reported ''the staff and implanters all agreed that the valve (crimped on the commander system) caught a portion of calcium/plaque on the abdominal aorta, superior to the aortic bifurcation and esheath, causing the rupture.'' Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. A product risk assessment (pr a) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, the edwards esheath, delivery system, and valve were prepped and inserted into the patient per IFU. After the crimped valve was advanced and exited the esheath into patient, hypotension was noted. Pigtail was pulled back into abdominal aorta and angiogram revealed abdominal aortic rupture. The 26mm s3ur valve was pulled back into esheath and removed from patient as a whole. The patient converted to surgery then transferred to osh and remained alive and stable at this time. The operator later stated that they believed the rupture was due to the push force applied to the system when resistance with the commander system was felt. The staff and implanters all agreed that the valve (crimped on the commander system) caught a portion of calcium/plaque on the abdominal aorta, superior to the aortic bifurcation and esheath, causing the rupture. The valve and delivery system were discarded. The patient was alive at the end of the procedure. The valve was not implanted. The implanting physician stated "the esheath should be made long enough to go past the renal arteries". After the case, the implanting physician was asked if the light blue (or partially expanded portion) of the esheath was advanced into the vessel. The physician stated that he wasn't certain, but he did feel the esheath "slip back" when the valve was advanced through the esheath.